Event description:
It was reported that ther patient underwent an artificial urinary sphincter (aus) replacement surgery due to the device was not working. A new aus was implanted and no further information has been reported.